Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital device evaluated by MFR.: mustang device 6x4x75cm was reveived for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 2mm distal of the proximal balloon sleeve and extending approximately 23mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.